Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion / perforation that required pericardiocentesis. The patient developed a pericardial effusion toward the end of the procedure. The patient became hypotensive, which was noted by anesthesia staff via arterial blood pressure monitoring line. The effusion was then confirmed with intracardiac echocardiography (ice) imaging. It was reported that there was a perforation in the appendage. A pericardiocentesis was performed. The patient was stable and fully recovered. Patient did require extended hospitalization has he stayed a couple nights in the hospital but had other comorbidities they wanted to keep an eye on. Relevant tests/laboratory data includes inr pre case was 6.2 he was given vitamin k to help but this inr with loading heparin bolus did also make the effusion grow very fast.